Event description:
It was reported that during use, first battery did compressions for about 5 minutes. The second battery did not do any compressions. Manual CPR was started, therefore, pt outcome was not affected. No adverse event reported.

Manufacturer narrative:
Reported complaint of "first battery did compressions for 5 minutes, the second battery did not do any compressions" was not confirmed. Batteries were not returned for investigation, only the autopulse platform was returned. Furthermore, no user advisories were logged in the platform archive file. No adverse event reported.